Event description:
It was reported that entrapment on guidewire occurred. A 1.25mm rotapro and a rotawire were selected for use. The guidewire was impossible to remove from the burr. A potential issue on the output circuit occurred. The procedure was completed with another of the same device. There were no patient complications.